Event description:
It was reported that multiple spectrum infusion pumps alarmed system error 322, and then the units beep and shut down. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The devices were not returned to baxter for evaluation and therefore an evaluation could not be completed. If the devices are returned, an evaluation will be completed and a supplemental report will be submitted.